Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. We tested the standby current of returned meter, the result was 1.5¿a. The criteria is <55¿a. Pass. Meter setting, audio and all buttons function are ok. We tested the retain strips (same as patient's strip, lot number:d180608-1 ) with suspected meter and in house control solution. The control solution tests for level low were 62/60 mg/dl, for level high were 277/280 mg/dl. The request control solution ranges are: level low 35~85 mg/dl; level high 230~340 mg/dl. All results were within the acceptance range. Pass .

Event description:
It was reported that medical attention was sought on (B)(6) 2019 around 6:00am at the end-user's home. The end-user reported that she did a blood glucose test with her prodigy meter and took her insulin based off the result she received. She does not recall what the result was just that it was high. Her normal glucose result for that time of day is 151- 200mg/dl. The end-user stated that she passed out and her husband found her and called paramedics, her blood glucose was 19mg/dl when they arrived. She does not recall what treatment she received or how long it was between testing with her prodigy meter and the paramedics meter. End-user is unsure if any additional tests were done with her prodigy meter. She was transported to the (B)(6). The end-user was at the hospital for 3 hours and her blood glucose was 163mg/dl prior to being discharged. She was told not to take her insulin until she sees her primary doctor. She was on novalog with the following sliding scale 111-150mg/dl 2-4 units, 151-200mg/dl 6 units, 201-250mg/dl 8 units, 251-300mg/dl 10 units, 301-350mg/dl 12 units. She has been using her prodigy meter since (B)(6) 2019 and tests 6 times a day on her finger tips.